Event description:
It was reported that the 9800 system would not boot or power up. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Identified an "open" wire in the interconnect receptacle. Facility bio-med will order and replace parts. Facility bio-med will complete the service.